Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 518 mg/dl at the time of the incident. The customer experienced both hyper and hypoglycemia, and these were treated with the insulin pump and food. Customer stated they got a new insulin pump on thursday, and needed help adjusting the settings. During troubleshooting, customer¿s healthcare provider assisted the customer with lowering their blood glucose. No further details about the products are available. Nothing was returned or shipped.